Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had to stay overnight and were discharged from the hospital yesterday because their heart was going too fast and then slowed down quickly after the implant surgery and their cardiologist evaluated them and told them if that happens again they needed to go back to the hospital. Patient mentioned they peed in their pants today and while they were in the hospital they had to go to the bathroom as if they didn't have anything implanted. Reviewed therapy information (info). Redirected to healthcare provider (hcp) to further address the issue. Patient reported never having symptom relief and was still experiencing leaking.